Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The balloon catheter was returned to edwards for evaluation. Visual inspection of the returned catheter found a radial balloon tear on the entire circumference of the balloon; the nose tip was completely separated from the balloon at the inner body tubing. There were no surface abnormalities noted on the balloon; however, a kink was present on the shaft, distal of the flush port. The balloon wall thickness was measured on each side of the tear and wall thickness was found to meet specifications. Transcatheter delivery balloon burst complaints have been previously investigated in an edwards technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case per report, the root cause of the balloon burst appears to be calcium in the sinotubular junction (stj). There was no reported issue withdrawing the delivery system into the sheath. It is likely that once inside the sheath, the force used to withdraw the delivery system completely out of the sheath led to separation of the nose tip to inner body bond segment. The cause of the component separation appears to be use of force while retrieving the system through the sheath. The complaint for balloon burst and distal nose tip separation was confirmed but no manufacturing non-conformities were found in the returned sample. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate exceeds this month¿s control limits for this failure mode. Therefore, no corrective or preventative action is required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transapical tavr procedure, the inflated balloon on the delivery system ruptured. The catheter was removed it was observed that the tip of the delivery system was missing and pieces of the balloon. An echo and fluoro demonstrated that there were no pieces left in the patient. The sheath was removed and flushed but nothing was observed; the introducer was then used to push the pieces out of the sheath. No patient injury was reported. Post dilation was not required after valve deployment as only was mild to trace leak observed. Per report, possible calcium in the stj may have contributed to the event.